Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. Reportedly, the alarm did not clear from the pump and customer reverted to manual injections for insulin therapy. Customer's blood glucose was 203 mg/dl.